Event description:
It was reported that the patient had an increase in spasticity and a catheter leak was found. Reporter stated a significant increase in baseline spasticity was noted to have started several months ago. The healthcare provider had increased the patient's medication dose from 60mcg/day (normal dose) to 96mcg/day, and the patient still experienced symptoms. It was later reported on (B)(6) 2012, that the healthcare provider did a catheter dye-study which confirmed the catheter was leaking at the pump connection. The pump connector was still attached and the leak was at the point of catheter entry into the spinal cord. Reporter stated there was no cerebral spinal fluid (csf) leak noted. As of 07/30/2012, a catheter revision was anticipated, however not yet performed. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report. The medication in the pump was lioresal (baclofen).

Event description:
Additional information was received. It was reported that the patient's catheter was replaced on (B)(6). It was also noted that a roller study had been performed, but no results were reported.

Event description:
It was reported that, in the past 44 months, the patient had a surgery to check for a spinal fluid leak. He also had several dye studies, numerous CT scans, x-rays and countless dosage adjustments to confirm and/or rectify obvious drug delivery malfunctions. The patient had months (totaling well over a year) of surgical recovery, rehabilitation and compromised function. Please refer to manufacturer report # 3004209178-2010-09701 for event related to a different catheter tear and #3004209178-2013-11916 for event related to a drug deliver malfunction.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2010 (B)(6), product type catheter, product ID 8590-1, lot# n205123, implanted: 2009 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): product ID 8711, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4).